Manufacturer narrative:
This supplemental report is being submitted to provide additional information.omsc confirmed that more than 7 years have passed since the device was manufactured. Based on the available information, omsc assumed that the electrical contacts of the video connector socket became worn or dirty and it caused communication error between this device and the endoscope.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was intermittent. There was no report of patient injury associated with this event.